Event description:
Boston scientific received information that the patient implanted with this device was admitted to the hospital for an unrelated device reason. This device was unsuccessfully interrogated. The patient was not showing any signs of being paced , with a heart rate in the 50bpm range. The device was not responding to magnet placement over the device area. Technical services was consulted and discussed likely the device was beyond end of life (eol) and the battery was too low to interrogate. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection noted scratches on the case and body fluid contamination in the lead barrels, with a hole in the right atrial (ra) lead seal plug. All other seal plugs were intact and all set screws operated within specifications. The device exhibited no telemetry and no pacemaker output. Internal visual inspection noted no irregularities. An external power source was connected and full memory was received from the device. The cause of the no telemetry condition and cell depletion could not be determined as the assembly operated within specific when power was applied.